Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they were reporting a past event. The customer stated that they resolved the issue by changing the infusion set and reservoir. The customer did not have the product to return. The customer also mentioned another no delivery alarm with current set. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was 408mg/dl at the time of the incident and 355mg/dl during the call. The customer treated with insulin pump bolus and declined troubleshooting for the high readings. The customer was advised to disconnect at the quick release and was assisted with fixed prime, which they resulted with the insulin exiting. The customer was unable to remove site to test. The customer was advised that the no delivery alarm was possibly caused by a site/set occlusion and to change entire infusion set as soon as possible. The product will not be returned for analysis.